Manufacturer narrative:
Although the returned part has been received, the investigation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "right upswitch would not respond" (device operates differently than expected). A nurse reports the right upswitch on the footswitch would not respond. The footswitch was exchanged to complete the case. There was a 10-20 minute delay during troubleshooting and the exchange, however the nurse indicated there was no patient impact.